Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: two failed suture needles were submitted for fractographic evaluation. The components were identified as product code eh7585h. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. These were ductile fractures. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported that ""this issue occurred in a row"". Could you please confirm the quantity of devices? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. Note: event reported in 2210968-2021-09257.

Event description:
It was reported that a patient underwent a lower limb surgery on (B)(6) 2021 and and suture was used. During the procedure, when trying to use with usual way on the blood vessel, the needle broke at the body part. Another like device was used. There were no adverse consequences to the patient. No additional information was provided.